Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch ping meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on the morning of (B)(6) 2015 (time not provided). The reporter could not provide the results obtained from the subject meter or from the other device. The patient manages his diabetes with an insulin pump. The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "nauseous, headache, sleepy, lightheaded and dizziness" 1 hour after the alleged product issue began. The reporter stated that the patient received a blood glucose test from an hcp at 12:00am (date not provided) and the result obtained from the ER/hospital device was "272 mg/dl". At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms of "nauseous, headache, sleepy, lightheaded and dizziness" do not meet lifescan's criteria for a serious injury, and there was no treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved during troubleshooting.